Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/25/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch rcbelr and no non-conformances were identified. H6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: an opened box with three packets of product code w8522 was returned for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. Functional test was performed, and the tensile strength result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.

Event description:
It was reported that a patient underwent a procedure for an aortic aneurysm on (B)(6) 2021 and suture was used. During the reinforcement of the distal portion of an aortic dissection, the suture snapped. The same type suture but from another batch was used to continue the procedure successfully. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number? Rcbelr. When was the three prolenes snapped (in the package, during removal from package, during handling or during use on the patient)? Please specify they snapped during use in the patient. Device return status: the returned samples are getting collected note: event reported in 2210968-2021-08363, 2210968-2021-08364.